Event description:
The customer contacted the siemens technical solutions center (tsc) after observing incorrect results for quality controls (qc) and patient samples on a dimension vista 500 instrument. During a review of the instrument files, it was discovered that four patient samples tested for carbon dioxide (co2), glucose (glu), creatinine (crea), calcium (ca), and urea nitrogen (bun) had been dispensed into aliquot wells already containing qc material. Qc results for total iron binding capacity (tibc) and high sensitivity c-reactive protein (hscrp) were within range despite being dispensed into aliquot wells with other qc material. Qc results for ammonia (amm) were out of range due to being dispensed into aliquot wells with other qc material. It is unknown if the patient results were reported to the physician(s). Some patient samples were rerun and the results differed from the initial results. It is unknown if which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to patient samples or qc being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.